Event description:
It was reported that the patient was revised approximately eight (8) years post-implantation due pain and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00801. Concomitant medical products: item# 113954; lot# 010160, item# pt-113950; lot# 889150, item# 118001; lot# 727670, item# us-115736; lot# 162430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product and event has already been reported under medwatch# 0001825034-2018-02338. This report should be voided.